Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found. The device was not removed.

Event description:
It was reported that the patient fell and experienced a spinal bone fracture. Multiple attempts were made to obtain additional information regarding the nature of the fall, but no further information was available. The patient remains under medical supervision and there have been no reports of further complications regarding this event.